Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported their therapy settings changed from 0.9 to 1.3. They stated they bumped the stimulation down and it came up program 2, but they thought they were on program 1, but then stated they weren't sure. They stated they did not change the stimulation settings or change programs and they did not know how it changed. They were able to increase later on the call. Patient confirmed this was in the therapy settings and not in the tutorial where she saw the change in settings. The patient was advised to follow-up with their healthcare provider. No patient symptoms were reported. No further complications were reported or anticipated.